Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the t2 anchor failed to deploy. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Updated.

Event description:
It was reported that the t2 anchor failed to deploy. T1 was cut-free and removed from the patient. The procedure was completed with a backup device with no significant delay or patient injury reported.